Event description:
During a daily check of device, the device would not pass self test. No reported pt involvement. Service rep was able to reproduce the reported condition. Device was repaired and proper operation confirmed.